Event description:
This product problem is no longer reportable because no sharp edges were observed during the returned product evaluation.

Manufacturer narrative:
Blocks b1:, b5:, h1: based on the returned product evaluation, this is no longer reportable for a product problem. There is no potential for harm for cracks, unless a sharp edge is confirmed. Blocks d9:, g3: the intrasight touchscreen monitor was returned for evaluation. Block h3: visual inspection found a cracked screen, but no sharp edges were noted as determined by a glove test. Block h6: the probable cause of the cracked screen is likely damage from use. The device integrity can be affected by external factors such as device manipulation, its impact, and applied pressure associated with use and handling. Submission of this report does not, in itself, represent a conclusion by the manufacturer and or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacture¿s policy. Blocks a2-a5: no patient involvement. Blocks b6 & b7: no patient involvement. Block c: not applicable. Block d4: expiration date is not applicable. Blocks d6, d7, & d10: not applicable; no patient involvement. Blocks h3 & h6: the intrasight touchscreen monitor was not returned for evaluation, thus no returned product investigation was performed. Blocks h7 & h9: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that the intrasight system touchscreen monitor was cracked with sharp edges observed. There was no patient present and no user injury reported. This product problem is being reported in an abundance of caution because the touchscreen monitor has sharp edges that can result in a potential for harm.